Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered due to oversensing. The oversensing was noted to be physiologic. T-wave oversensing (twos) was reported. The right atrial (ra) lead was reported to have far field r-wave (ffrw) oversensing. Follow up with the company representative indicated the leads were reprogrammed. The leads remain in use. No patient complications have been reported as a result of this event.